Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems instructions for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous and moderately calcified lesion in the mid left anterior descending coronary artery. A 2.50x48mm xience xpedition stent was deployed; however, an edge dissection was observed. An unspecified stent was used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.